Manufacturer narrative:
(B)(4). (B)(6). Investigation analysis: a visual analysis of the returned flexima biliary delivery system found that the guide catheter was stretched and broken. As per complaint information the issue occurred during procedure and the patient presented a tortuous anatomy. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink the push catheter, this condition can result in issues deploying the stent due to friction between the kinked areas in the catheters, continued attempts to deploy the stent or force retracting the guide catheter in order to release the stent can result in tearing the suture hole and guide catheter stretching and eventually guide catheter breakage and suture detachment. Therefore, 'adverse event related to patient condition' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it failed to deploy and remained in the delivery system. The procedure was successfully completed with the use of a new flexima biliary stent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter broken.